Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) patient complained of red/angry/inflamed right groin with clear ooze with some blood coming from the access site. The patient had a follow up five days post procedure and presented with a red/angry inflamed, ¿egg-sized hematoma¿ and some bloody discharge in the right groin area. Bruising was present but no pain or tenderness (except with direct touch). The nurse practitioner (np) noted that applying pressure at the site for ten to fifteen minutes resolved the hematoma. The right limb experienced the complications of infection, inflammation, and hematoma. Patient noted straining for bowel movement. Patient was prescribed doxycycline treatment. An ultrasound was not performed at follow up. Symptoms resolved without sequalae. Mynx control venous devices were stored, opened, prepared, and deployed per the instructions for use (IFU). Time to ambulation was four hours. A total number of three access sites on the affected limb approximately 8 mm distance between access sites. The sheath was downsized to a 10f cordis sheath and 9f&7f non-cordis sheaths were used. There were no other closure devices used on the affected limb. An ultrasound was not performed prior to discharge. The procedure was a pulse field ablation (pfa) procedure performed by a physician. The scrubbing staff was certified in their use. Other procedural details were requested but were not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, two days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) patient complained of red/angry/inflamed right groin with clear ooze with some blood coming from the access site. The patient had a follow up five days post procedure and presented with a red/angry inflamed, ¿egg-sized hematoma¿ and some bloody discharge in the right groin area. Bruising was present but no pain or tenderness (except with direct touch). The nurse practitioner (np) noted that applying pressure at the site for ten to fifteen minutes resolved the hematoma. The right limb experienced the complications of infection, inflammation, and hematoma. Patient noted straining for bowel movement. Patient was prescribed doxycycline treatment. An ultrasound was not performed at follow up. Symptoms resolved without sequalae. Mynx control venous devices were stored, opened, prepared, and deployed per the instructions for use (IFU). Time to ambulation was four hours. A total number of three access sites on the affected limb approximately 8 mm distance between access sites. The sheath was downsized to a 10f cordis sheath and 9f&7f non-cordis sheaths were used. There were no other closure devices used on the affected limb. An ultrasound was not performed prior to discharge. The procedure was a pulse field ablation (pfa) procedure performed by a physician. The scrubbing staff was certified in their use. Other procedural details were requested but were not provided. The devices were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the information available for review, the reported events of ¿infection, ecchymosis, and hematoma¿ were not evaluated for any of the devices due to the nature of the complaint and based on the limited information available. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Patient recovery factors, such as the straining with bowel movements reported, may have also been a contributing factor to the hematoma. This bearing down can cause increased intrabdominal pressure, which also applies to pressure to the vasculature and can cause rebleeds. Ecchymosis, or bruising, is a skin discoloration resulting from bleeding underneath the skin. Ecchymosis around a puncture site can occur due to minor bleeding during the initial puncture, during sheath exchanges, or after the deployment of the vcd. This bleeding is typically light and results from the punctured vein wall allowing blood to pool under the skin. This condition is also a well-known potential adverse event following the use of a vcd after an invasive procedure. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ there is no indication that the issues experienced by the customer are related to the manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.